Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, delamination, crease fold, white particles inside of the device. Leak test was performed and found opening on anterior side, delamination diaphragm valve. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and delamination on diaphragm valve. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. Delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "implant is currently malpositioned in the inferolateral direction". The device has been explanted and replaced.